Event description:
It was reported that during an attempt to place the solo stent mounted on a dilatation catheter the balloon ruptured. The catheter was easily removed from the vessel, however, the stent was lost in the coronary. The stent was retrieved from the coronary with a snare device, but was lost in the groin (periphery) during removal. Another dilatation catheter and stent were used to successfully complete the case. The pt was stable post procedure.